Event description:
During the evaluation of complaint samples for a non-reportable issue, baxter's failure analysis lab reported multiple transfer sets with broken occluder feet. Noted after use. No patient injury or medical intervention at time of initial report.